Event description:
Emea ra/qa reports via e-mail: this is report of 1 of 2 patients. On (B)(6) 2014 a radiologist who evaluated examinations took notice that two patients have air bubbles in blood circulatory system: first patient: air in the right ventricle and vena cava superior. Patients without any disorder till the time they have stayed in the lab. The lab contacted with the first patient (was without any disorders) and chest CT was examined (without any contrast media) to assess potential complications. No further information made available. No reported injury. On (B)(6) 2014: mallinckrodt (B)(4) reports via e-mail; patient was a (B)(6) female, with IV access in the elbow flexion using a 1,3g venflon. Infiltrated amount 90ml of iomeron 300. Patient observed for 30 minutes after the procedure and the day after. Information indicates the patient is fine.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.